Manufacturer narrative:
On 9/30/2019, it was noticed the following was erroneously omitted from the previously submitted mrn 1645337-2019-20493: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during analysis of the sample was found ruptured and received in two (2) parts. Crease was found in the edges of the tear. No other anomalies were discovered. These kind of findings are consistent with a crease / fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and /or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: rupture, breast pain. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003.

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a primary breast augmentation with mentor memorygel breast implant 375cc and experienced bilateral breast pain, and lymphadenopathy and a rupture on the left side post-operatively. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 380cc, catalog # shpx380, serial # (B)(4) on (B)(6) 2019. This report is for the left side device. This report contains supplemental information for mentor psr reference number (B)(4).